Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks of implant, the right ventricular (rv) lead was found to have dislodged and retracted. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.